Event description:
The company was recently informed that the pt underwent skin flap revision surgery on (B)(6), 2011. It was reported that a radial forearm free flap procedure took place due to skin breakdown over the implant with implant exposure.